Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 740657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenoidectomy, tonsillectomy and mastoidectomy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy, left salpingo oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the. Essure devices. Were .deployed .into each tubal ostia under direct visualization, and successful deployment assured by visualizing an appropriate number of coils protruding into the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 740657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenoidectomy, tonsillectomy and mastoidectomy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy, left salpingo oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the. Essure devices. Were .deployed into each tubal ostia under direct visualization, and successful deployment assured by visualizing an appropriate number of coils protruding into the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs and medical record received. This case was upgraded to be serious incident. Previously added event injury nos was replaced with new event- pelvic pain, vulvovaginal pain, vaginal haemorrhage and menorrhagia. Lot number added. On 30-jan-2020: medical record received . No new medical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.